Event description:
It was reported a vns therapy programming handheld screen is freezing after the pt's generator is interrogated. Troubleshooting temporarily resolves the issue. Good faith attempts to obtain the product for analysis, have been unsuccessful to date.